Event description:
Pt was implanted with titanium mesh on (B)(6) 2009. On (B)(6) 2012, it was noted the mesh had extruded through the scalp of the pt. On (B)(6) 2012, the surgeon removed the small piece of mesh that had extruded and left the balance of mesh in place. Pt is reportedly doing fine.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, as no product was received. Add'l info has been requested.

Manufacturer narrative:
Device was used for treatment. Implant and explant dates received. The 510k number known but not reported.